Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a tachy device and right ventricular (rv) lead showed high, out of range shock impedance. The system has been recently implanted. Isometrics and pocket manipulations did show high impedances. An x ray analysis was recommended. The rv lead and tachy device remains in service at this time. No adverse patient effects were reported.